Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer slides. A field service engineer replaced the drawer slides in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer was not sliding properly. The customer confirmed that the malfunction occurred during dispensing a medication and there was no delay occurred. There were no adverse events or injuries reported based on this incident.